Event description:
Hcp repotrted pt presented with low battery alarm occurring. The pt's signs/symptoms were reported as "none." The pump was explanted 21 day s later and returned to the MFR for analysis. The pt outcome was reported as "good."